Event description:
Customer was vomiting and hospitalized for high bgs. It was stated that the customer complained for several months about the combination reservoirs and infusion sets that were used. When reconnected to a different infusion set and reservoir combination, the bgs began to stabilize.